Manufacturer narrative:
Customer returned insulin pump for an alleged blank display and missing serial number label found on (B)(6) 2019 , and complained about crack on the case, and error alarm. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to blank display. Device was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir did not lock properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, overlay scratched, cracked battery case(battery tube), pillowing keypad overlay, missing retainer ring, partially broken reservoir tube lip, missing reservoir tube o-ring, missing display window cover, missing serial number label, peeling end-cap address label, cracked case at belt clip corner, cracked overlay keypad. Blank display due to misaligned battery tube. Unable to confirm insulin pump alarming due to blank display. Confirmed crack on battery tube area and missing serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not switching on. The customer¿s blood glucose level was 12.1 mmol/l at the time of the incident. Customer also stated that there was crack on the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.